Event description:
It was reported that on an unknown date in (B)(6) 2024, a triclip procedure was performed to treat functional tricuspid regurgitation (tr) on a patient with large gaps. A triclip was inserted and deployed on the tricuspid valve, reducing tr. On (B)(6) 2024, an echocardiogram was performed and revealed that the clip had detached from the septal leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda), causing tr to increase to severe. On (B)(6) 2026, a second triclip procedure was performed, and two triclips were implanted, reducing tr to moderate.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. The lot history record (lhr) review and similar complaint review were not performed as no lot information was provided. Based on available information, the cause of the reported single leaflet device attachment (slda) appears to be due to challenging anatomy. The reported recurrent tricuspid regurgitation was a cascading effect of the slda. Tricuspid regurgitation (tr) is a listed in the instructions for use as known possible complications associated with the triclip procedures. The reported hospitalization and unexpected medical intervention were the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
N/a.